Event description:
It is reported that the stem sat proud ater reaming.

Manufacturer narrative:
Evaluation summary: the associated rasp used in the operation was not returned for review, therefore its condition, field age and frequency of use is unknown. The condition of the final rasp used is unknown, as is it's potential field age and frequency of use. As power the package insert, repetitive use can cause the ras p teeth to loose their keen edge and it should be ensured tha the teeth are sharp. It is also instructed tha instruments with dull or deformed cutting edges should not be used. If the final rasp used had dull teeth, it is possible that less bone would be removed which could cause an interference with the stem resulting in the stem sitting more proud than the rasp had. Cause cannot be definitively determined. The stem was inspected on an optical comparator and met the profile tolerance. In addition, the distal stem diameter was measured and found conforming. Device history records indicate all components were manufactured and inspected to specification.